Event description:
IV ancef 2gm and IV epinephrine 1mg (4 doses) were administered. Manufacturer response for micra introducer sheath with hydrophilic coating, micra introducer sheath with hydrophilic coating (per site reporter). Unknown at this time.

Event description:
IV ancef 2gm and IV epinephrine 1mg (4 doses) were administered. Manufacturer response for micra introducer sheath with hydrophilic coating, micra introducer sheath with hydrophilic coating (per site reporter). Unknown at this time.

Event description:
IV ancef 2gm and IV epinephrine 1mg (4 doses) were administered. Manufacturer response for micra introducer sheath with hydrophilic coating, micra introducer sheath with hydrophilic coating (per site reporter): unknown at this time.

Manufacturer narrative:
The following elements have blank data: [patient's age at time of event:] for patient identifier: (B)(6).